Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/15/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device history report displayed error codes (indicating the backup battery had depleted and an unknown restart occurred) consecutively. There was no patient or user harm reported. The event date was not specified; estimate used.